Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
As reported by the sales rep via phone the irrigation flow on the fms vue pump isn't working properly. The flow was too much and more than normal. They completed the case with this unit with no surgical delay or harm to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device received by manufacturer.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the irrigation flow on the device was not working properly and the flow was too much and more than normal. Per operational and diagnostic, this complaint can be confirmed. Rocker arm failure and worn gear were identified during evaluation. Unrelated to the reported problem, there was no led light when info button was pressed. All the defective parts were replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The rocker arm failure and worn gear are the root causes of the reported issue of the excessive pressure. With the available information, we cannot determine why there was no led light when info button was pressed. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).